Event description:
A surgeon reported that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. The broken haptic was noted just after implantation. The incision was enlarged to accomodate removal of the lens.